Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer was provided with pump reset information and assisted with resetting the pump by technical support, and it was advised that they could continue using the pump. The malfunction did not recur, and the customer was instructed to call back if it happened again, which they acknowledged.